Manufacturer narrative:
Lot of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported by the physician that she has a patient who had an endometrial ablation performed in 2015 that reported to the ER in (B)(6) 2019 with excrutiating abdominal pain that alternates from left to right side. There were no abnormal findings on imaging studies. Prior to the ablation, the patient had a tubal ligation performed during a cesarean section in 2008. The patient has post-ablation tubal sterilization syndrome related to the endometrial ablation performed in 2015. This will likely require medical or surgical treatment. No additional details available.